Manufacturer narrative:
(B)(4). Evaluation conclusion code is changed to "know inherent risk of procedure".

Event description:
The hospital reported that during a coronary artery bypass procedure, pa was turning the acrobat-I stabilizer knob, it clicked and would not tighten anymore. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, pa was turning the acrobat-I stabilizer knob, it clicked and would not tighten anymore. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. A visual inspection was performed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob fails to tightens the arm. Based upon these findings, the reported complaint for the reported failure mode "mechanical issue" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, pa was turning the acrobat-I stabilizer knob, it clicked and would not tighten anymore. The hospital did not report any patient effects.